Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed, the most probable cause of the reportable malfunction could not be detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had image noise during procedure setup. There were no reports of patient involvement.